Event description:
Customer reported kv and auto are lost when rotating the arm to the lateral position. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. System operates as intended.